Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) was smoking. There was no patient involvement; thus, no patient or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis - the xenon lightsource was received in used condition with damage to interior components. Upon inspection and testing of the returned lightsource, the service and repair team was not able to duplicate the issue of the unit smoking. During evaluation, visible damage to the ac entry was observed, and the turret failed the retention test. The power supply unit (psu) required an upgrade, and there was also visible damage noted to the mirror, and mirror holder. The bezel was noted as cracked on the inside as well. The bezel, turret, ac entry, mirror and mirror holder, and psu were all replaced to correct these issue. Evaluation and functional tests were performed and the unit passed all tests. Root cause analysis - the reported complaint was not confirmed. The reported issue of smoking could not be duplicated. It was determined that the root cause of the interior damage was likely rough handling/environmental damage.